Event description:
The following information was obtained from a facsimile that was received following the veris recall that was initiated on november 21, 2013. The customer had indicated on the returned recall from that their veris vital signs monitor had powered down while in operation for anesthesia MRI examinations. The customer confirmed, via telephone conversation, that there was no injury or adverse event reported.

Manufacturer narrative:
On november 21, 2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that was installed in some medrad veris mr vital signs monitors. These main boards are being recalled dur to the potential for unexpected shutdown of the system while in use.